Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that evaluation of the unit confirmed failing the defib and pacer self-test. It was attributed to an incorrect configuration setting loaded onto the monitor board. The device was recertified and returned to the customer. No emerging trend based on similar reports.